Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 30-40 mg/dl. Cause was not known. Customer consumed french toast with syrup, bananas, orange and disconnected from the pump to address bg. At time of report, customer's bg level rose to 105 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.